Event description:
Rptr felt pain and went to the dr. An x-ray was taken which revealed the catheter was broken. Rptr had to undergo revision of the system. During surgery, dr discovered that the catheter had broken in the middle. He tried to get the catheter out but was unable to dislodge it. Dr inserted new catheter.